Manufacturer narrative:
(B)(4).

Event description:
The pt was not able to adjust stimulation due to a power on reset condition. No further info was reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.